Manufacturer narrative:
Summary evaluation report attached. Added data to d8 and d9 and correction of initial reporter.

Manufacturer narrative:
Suspect device not returned yet. The return of suspect device is expected.

Event description:
The second cases was from a up and over approach using a 6fr. Terumo sheath. Patient had two lesions, one in mid sfa and a popliteal 90% stenosis. Wire placement was confirmed intraluminal via ivus. Setup of device was performed - no problems. Rtx performed well in the first segment of the lesion. Popliteal lesion rtx created a fistula. Dr. (B)(6) then used a 3 minute balloon inflation to tack up the dissection.